Event description:
Account stated that the siderails will not lock in place. No injury reported.

Manufacturer narrative:
Technician found that the siderails will not lock in place due to sticky liquid found in the siderail latch. Cleaned the latches to resolve this issue.